Manufacturer narrative:
The investigation of the reported failure mode has been completed. No product was received for evaluation. Tachycardia: the root cause of the injury was unable to be determined due to insufficient clinical details. Device in wrong position: the cause of the device in wrong position was unable to be determined due to insufficient clinical details. Device history review: the device passed all post sterile inspection checks.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported a patient was implanted with an impella cp for mechanical circulatory support. The cp went in to aorta and when repositioning to get back across the av device went too deep and patient went into ventricular tachycardia (vt). Decreased from p4 to p2, and continue to reposition under transthoracic echocardiogram. Eventually vt improved and did not need to shock patient and impella looked to be in a better position. It was further reported that the patient was having frequent premature ventricular contractions (pvcs), team attempted repositioning impella several times however the pigtail was thought to be causing pvcs, decision was to explant device.